Event description:
Customer reported waking up to a button error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 130 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent esc and act button response due to corroded keypad traces. There was no button error alarm during testing. The insulin pump was received with minor scratched display window, scratched reservoir tube window cracked case at display window corner, and reservoir tube lip.